Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Crm-sal-2023-001 the pacemaker implanted on (B)(6) 2022. The follow up dated of (B)(6) 2022 revealed a battery impedance of 890ohms. The next follow up will be scheduled shortly with physician.